Manufacturer narrative:
Updated: g2, h6, h10 . This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the device investigation, the root cause of the reported power switch issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of an unstable on/off power switch was not confirmed. An additional issue with the display screen being scratched was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that during preparation for use, the on/off power switch on the high-definition liquid crystal display monitor was unstable. Occasionally, there was no power on the device. No patient injury or procedure impact was reported.